Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.25mm flextome cutting balloon was used for pre dilatation. During the deflation of the device in the lesion area, blood reversal issue occurred. The physician noticed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a pinhole leak over the proximal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found no other damage along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.25mm flextome cutting balloon was used for pre dilatation. During the deflation of the device in the lesion area, blood reversal issue occurred. The physician noticed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.